Event description:
It was reported that during a cystoscope with biopsy with cysview and ureteroscopy procedure on (B)(6) 2024, a piece of the instrument broke and fell into the patient's bladder. They spent roughly 10 minutes trying to locate the broken piece, but were unable to locate it. There was no direct patient injury reported, and they were able to complete the procedure.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).